Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S/w version 4.10e. The pump passed the displacement test and p-cap/reservoir locked properly in place. Pump received with partially broken reservoir tube lip.